Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient expired and the cause of death is unknown. The patient¿s family believes death was related to the device. Device was to be interrogated to determine if cause of death was related to the device. No further information available.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.